Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the inability to turn the stimulation up and the shocking was not determined. The healthcare professional was sending the patient for an x-ray to see if one of the leads could be causing the issue. The rep noted that the shocking and inability to turn the stimulation up had not occurred since the original report but they had not been able to provide any suggestion on how to prevent it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced a shock in two places, one in their lower back (soft tissue) and one 2/3 down their thigh almost to the knee on the outer part of the thigh. The patient stated that on two occasions last month they were sitting on the bar stool that they sit on everyday and they got a shocking (buzz that would 'build' for a second and then stop). The patient alleged that the lead that was not being used (one lead is used for programming) was the one that was causing the issue though the rep did not have a specific basis as to why the patient believed that. The rep noted that the patient's programming was relieving the pain, the patient had 4 groups but used group a 95% of the time and group a had one program. The patient also alleged that they randomly lost the ability to turn the stimulation up; the patient said they would try to turn the stimulation up and then they would see the 'call your doctor' screen but the patient did not know the associated code/numbers. The patient stated that it had occurred intermittently, 3-4 times since january and that they could get around this by switching to another group and then switching back to group a. The patient also said that when turning the stimulation up they saw the 'upper limit' screen, however, the patient then stated that they usually run the stimulation around 4v and 3.2 when they sleep but the device has previously not allowed them to go up to the level they usually run stimulation at (4v). The patient was told to keep track of any codes that come up if it occurs again. It was reviewed with the rep to educate the patient and they may open up limits for amplitude for the patient. No further complications were reported/anticipated.